Event description:
This case was initially received via regulatory authority ((B)(6) - heath authorities in (B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), leiomyoma ("very big myoma") and paraesthesia ("paresthesia until the throat, mouth and face. All the body was to be affected.") In a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), paraesthesia (seriousness criterion medically significant), musculoskeletal pain ("muscular and joint diffused pain"), fatigue ("not justified general fatigue"), amnesia ("significant loss of memory"), visual impairment ("significant vision decreased") and nervous system disorder ("severe neurologic disorders") and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (urgent hysterectomy and salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the menorrhagia, leiomyoma, paraesthesia, musculoskeletal pain, fatigue, amnesia, visual impairment and nervous system disorder outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, leiomyoma, menorrhagia, musculoskeletal pain, nervous system disorder, paraesthesia and visual impairment with essure. The reporter commented: since 2017, several examination were performed: MRI, CT scan, rheumatologist, radiologist, osteopath, surgeon, and neurologist. No one could find what was happening despite the paresthesia until the throat, mouth and face. All the body was to be affected. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), leiomyoma ("very big myoma") and paraesthesia ("paresthesia until the throat, mouth and face. All the body was to be affected.") In a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), paraesthesia (seriousness criterion medically significant), musculoskeletal pain ("muscular and joint diffused pain"), fatigue ("not justified general fatigue"), amnesia ("significant loss of memory"), visual impairment ("significant vision decreased") and nervous system disorder ("severe neurologic disorders") and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (urgent hysterectomy and salpingectomy). Essure was removed in december 2018. At the time of the report, the menorrhagia, leiomyoma, paraesthesia, musculoskeletal pain, fatigue, amnesia, visual impairment and nervous system disorder outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, leiomyoma, menorrhagia, musculoskeletal pain, nervous system disorder, paraesthesia and visual impairment with essure. The reporter commented: since 2017, several examination were performed: MRI, CT scan, rheumatologist, radiologist, osteopath, surgeon, and neurologist. No one could find what was happening despite the paresthesia until the throat, mouth and face. All the body was to be affected. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.